Manufacturer narrative:
B)(4). Approximate age of device ¿ 1 year and 7 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient underwent a pump exchange on b)(6) 2017 due to recurrent driveline infection. The patient was extubated shortly after the case completed, is on no drips, and doing well. Pump parameters were stable. No further information was provided.

Manufacturer narrative:
Device evaluation: the explanted device was returned assembled. The driveline was severed approximately 3 inches from the pump housing. The severed portion of the driveline was also returned. The sealed inflow conduit was not returned. The sealed outflow graft, bend relief, and bend relief collar were not returned. Examination of the pump blood contacting surfaces upon disassembly of the device revealed no adhered depositions or thrombus formations. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A correlation between the device and the reported driveline infection could not be conclusively determined. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.